Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant product: carto 3 system (model# unknown serial# unknown). Full UDI # information unavailable since the lot number is unknown. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an idiopathic ventricular tachycardia ablation procedure with a thermocool® smarttouch® uni-directional navigation catheter and suffered cardiac arrest which required resuscitation. The patient experienced a cardiogenic shock and had to be revived by cardiopulmonary resuscitation compressions. The cause of cardiogenic shock was the administration of anesthetic drugs. An echocardiogram was performed and showed no pericardial tamponade. After completion of the study, the patient had to be revived a second time. The patient had to be ventilated and transferred to the intensive care unit to stabilize. The patient did require extended hospitalization. The patient has since fully recovered. There was no problem with the product. The electrophysiology study and ablation had no negative impact of the patient; however the side effect of the anesthesia were detrimental to the circulation. This physician¿s opinion on the cause of the adverse event is patient condition. The patient did not tolerate the anesthesia due to his condition.